Manufacturer narrative:
On april 23 2019 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a damaged pneumatic pcb assembly which had visible evidence of thermal decomposition. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement pneumatic pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On april 23 2019 haemonetics received a report of a nexsys pcs machine which was observed to have a component failure due to thermal decomposition. The device was evaluated by the customer's on-site technician who confirmed that the pneumatics pcb assembly failed due to thermal decomposition, burn marks were found on the printed circuit board components. The technician has requested a replacement component to be shipped for replacement and repair of the device. This component failure was discovered during the power on self test (post) protocol when the device was powered on, prior to any donor or patient involvement with the device. The failure of the hardware component will prevent the device from being able to complete the post protocols, which will prevent the device from initializing any procedures until the defect has been repaired and the device passes the post protocols. There were no injuries as a result of the failure reported. There was no donor or patient involvement with the machine at the time of the failure.